Event description:
Customer reported that she was hospitalized for two days due to blood glucose problem. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump alarmed unexpected restart during the unexpected restart error test due to a faulty interface board. No external ram crc error alarms were noted. Time and date kept resetting and unable to complete a full functional test due to the alarm. However, the pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests.